Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 507252 implantable pacing lead 2007 (B)(6); 694765 implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged after ten months post implant. There was total non-capture at max outputs in all configurations. On fluoro it showed that the lead had pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.